Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and had non detection issues after pocket closure. This lead was repositioned without difficulty and remains in service. No adverse patient effects were reported.